Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer explained that their blood glucose never went below 250 mg/dl during the week. The customer explained that they had the flu and wore the same infusion set and reservoir for six days due to excess insulin drawn up. The customer was unsure if their uncontrollable blood glucose levels were due to not receiving adequate insulin or due to the flu. The customer was advised that both factors could have caused the high blood glucose. The customer was advised that insulin delivery may have been an issue. The customer was advised to not use the same insulin in the insulin pump beyond three days. The customer declined further assistance. The customer did not return their insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.